Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transcatheter aortic valve replacement (tavr) procedure was aborted, and the patient was scheduled for non-emergent surgery.

Event description:
Additional information was received that the procedure was aborted, and the patient was scheduled for non-emergent surgery because the valve would not sit in the annulus due to the patient¿s pre-existing severe aortic regurgitation. The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged in the aortic direction. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product lot: 0012334824, product type: compression loading system (cls). Product ID: l-evolutfx-2329, product lot: 0012416841, product type: compression loading system (cls). Product ID: evfxplus-34, product serial number: (B)(6). Product ID: evfxplus-29, product serial number (B)(6). Product ID: d-evolutfx-2329, product lot number: 0012470418. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 34 mm transcatheter bioprosthetic valve into a patient with severe aortic insufficiency, the valve would not stay in place. The valve was removed from the patient. A 29 mm valve was attempted however it would not stay in place. The valve was removed from the patient.

Event description:
Additional information was received that 4 deployment attempts were made with the 34 mm valve, and the valve was never implanted because it would not sit at 80% deployment. The valve was subsequently withdrawn from the patient. It was noted that the patient was oversized for a 34 mm valve. It was further reported that the patient was sized for a 29 mm valve, and 3 deployment attempts were made. The valve would not sit at 80% deployment, so the valve was subsequently withdrawn from the patient.

Manufacturer narrative:
Updated data: b5. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic guidewire did not contribute to the dislodge.